Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that elevated threshold was noted on the right ventricular lead. X-ray revealed the lead had pulled back. The lead was explanted and replaced. The patient was stable.